Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, white particles on shell surface and weight measurement in specification. Additional visual analysis identified bubbles and cloudy in gel (observed after autoclave cycle). Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/17/2017 and 07/24/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV.